Event description:
It was reported that the tunneler tip broke off while tunneling. The tip was left in the patient, and another tip in the kit was used to tunnel. The plan was to leave the sterile tip in the patient after an extensive search via x-ray was performed. The tip was in the right thoracic flank. The patient¿s status at the time of the report was alive and without injury. There were no patient symptoms or complications associated with the event. The medication infused was morphine. It was later reported that therapy was not an issue. The tip remained implanted, the patient was aware, and it was not bothering them.

Manufacturer narrative:
Concomitant: product ID 365538, lot# n393060, product type accessory; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).